Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion" according to the customer: "following on from this original report we have had a further 2 more pumps on friday 28th january also not infuse over the set time - r602771 and r602776 no harm caused both pumps were infusion chemotherapy agents delays to both patients where the treatment finished approximately 1.5 hours later than expected. Disrupting service delivery for other patients waiting for treatment chairs to come available."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service laboratory at b. Braun melsungen ag, germany: 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the technical seal (44-03-533) on the lower housing were intact and undamaged. There are some age-related signs of wear and tear. 2.2 a functional test was performed. The device pass the self test. A space line was inserted, and the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. Connection with the service plug is not possible. 2.3 the device history files were read out and analyzed. The history files from 2022-01-28 was investigated. At 9:57 a.m. Displayed a device alarm "2208" (the reason for the alarm could not clarified). At 12:03 p.m. A space line neutrap. Was inserted. A few seconds later the rate was set to 400ml/h and the volume to 100ml. The infusion was started at 12:03 p.m. Between 12:03 p.m. And 15:15 p.m. The infusion was started and stopped several times. Furthermore, the rate and the volume were changed frequently. The history files doesn´t shows any anomalies. 2.4 the electronic pressure cut-off and the mechanical pressure limitation of the device couldn´t tested. No connection via service plug could be produced. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -2,77%. (Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24). 2.6 during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. The sporadically service plug connection is due to a defective p2 connector.